Event description:
This is a spontaneous report received by baxter (B)(4) from a sales representative who reported a crack on the minicap. No patient injury was reported and no prophylactic treatment was given.

Manufacturer narrative:
(B)(4). The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same or similar to the product distributed within the u.s. The submission was initially sent on (B)(6) 2010; however, due to unauthorized special characters being included in the text, the third acknowledgement was not received, and the submission is being re-sent today ((B)(6) 2010).